Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated during a routine device check. The programmer could not connect with the device. A magnet was applied to the device and beeping tones were generated, indicating the battery was not depleted. However, even with several programmers and changing rooms, telemetry could not be established. The programmer and rebooted and other hospital equipment was removed or powered off, without success. Technical services discussed performing a magnet reset of the device, which did not work at first. Additional reset attempts were performed, and a power cable was obtained and connected to the programmer for better strength over battery operation and finally the programmer was able to communicate with the device. The sales representative confirmed the device could be successfully interrogated, and programmer data files were submitted to technical services for review. It was noted the patient had no recent accident or trauma to the device area, no radiation therapy, no recent therapy from the device. This was a routine device check. Engineering review of the provided data confirmed there were no device faults or abnormal resets. The device appears to be operating normally after the magnet resets that were performed. The cause of the interrogation difficulties could not be determined from the data. Technical services recommended performing a new device follow up in about two weeks so all diagnostic data could be reviewed. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that the patient had a device check in a small clinic one week earlier, on (B)(6), but the device could not be interrogated and a magnet applied did generate tones. Technical services noticed the telemetry scan attempt without connection for this date while reviewing the data. The patient was released from the clinic with a plan to have a new device check the following week at a larger hospital (which was eventually successful, as reported previously).

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.